Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead perforated the heart wall causing diaphragmatic stimulation. Surgical intervention was taken to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Additional information was received indicating the perforation was confirmed via fluoroscopy. No additional adverse patient effects were reported.